Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with recurring incontinence due to his artificial urinary sphincter (aus) was not performing as expected. A surgery was performed to remove and replace the aus. The explanted aus exhibited fluid loss. There were no patient complications.